Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance with the device changed suddenly and the user could no longer hear on that side.

Event description:
The hearing performance with the device changed suddenly and the user could no longer hear on that side. Re-implantation is performed on (B)(6) 2021.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. Further the device could be slightly rotated before explantation surgery. In addition two channels were found extra-cochlear at explantattion surgery. The problems given in the recipient report appear to match the damage found. This is a final report.